Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: on the sterile table the introducer was inserted and removed from the sheath. A sterile fitting test was performed by carefully introducing the bypass tube thru the valve. This could not be done without extensive force and the device was removed and stored for complaint. Associated to: MDR 3010252479-2022-00018 manta.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The DHR was reviewed for manta 18f ce and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f ce manta was planned for closure. The vasculature was noted as free from calcification. No complications were endured during initial access or advancing or withdrawing the procedural sheaths. During deployment procedure, the manta introducer was inserted and removed from the manta sheath. A sterile fit test was performed by carefully introducing the bypass tube into the hemostasis valve. The bypass tube could not be introduced through the hemostasis valve without extensive force. The device was removed and a second 18f ce manta was opened, successfully advancing without issue. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.